Event description:
Magazine article indicated that the pt was status/post radical prostatectomy with erectile dysfunction. He underwent elective placement of the ipp device. This was done through a peno-scrotal incision. No intraoperative complications were noted. While in the recovery room gross hematuria developed. A CT cystogram revealed ipp reservoir placement within the urinary bladder. During surgical exploration, through a cystotomy, the reservoir was evacuated and removed. The bladder was repaired. A new reservoir was placed on the contralateral side and connected to the previously placed cylinders. His ipp device was reported and functional six months later.

Manufacturer narrative:
The frequency of occurrence is not addressed in our device labeling. The frequency for this event is greater than usual. The removed device will not be returned for evaluation. Unable to confirm if the event is related to a device malfunction. No further significant contact is expected from the complainant. Journal of urology. Doi: 10.1016/j.urology.2009.11.034.